Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 1 ml bd luer-lok¿ disposable syringe became black in the packaging.

Manufacturer narrative:
Investigation: one 1ml ll syringe in an opened blister pack from batch #8184727 (p/n 309628) was received and visually inspected. The syringe was observed to contain multiple embedded foreign matter particles above the 1ml grad line in the barrel wall and in the flange. The fm was brownish in color and greater than level 3 in size, which is rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a 1 ml bd luer-lok¿ disposable syringe became black in the packaging.